Manufacturer narrative:
B5: information added. H6 impact code added: hospitalization or prolonged hospitalization.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, a transesophageal echocardiogram (tee) was performed which revealed the closure device had embolized. There were no other patient complications. 59 days after the discovery of the device embolization, the patient underwent a percutaneous explantation procedure to retrieve the closure device. The patient is fully recovered. It was further added the closure device had embolized to the distal aorta. It was further reported that the patient required a readmission to the hospital in response to the event.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, a transesophageal echocardiogram (tee) was performed which revealed the closure device had embolized. There were no other patient complications. 59 days after the discovery of the device embolization, the patient underwent a percutaneous explantation procedure to retrieve the closure device. The patient is fully recovered.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, a transesophageal echocardiogram (tee) was performed which revealed the closure device had embolized. There were no other patient complications. 59 days after the discovery of the device embolization, the patient underwent a percutaneous explantation procedure to retrieve the closure device. The patient is fully recovered. It was further added the closure device had embolized to the distal aorta.